Event description:
The manufacturer received information alleging a ventilator failed a test step due to the alarm being too low. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's speakers need replaced to address the issue.